Manufacturer narrative:
The pump was returned to (B)(4) for evaluation. A DHR review was completed and found no non conformances. During the investigation (B)(4) was able to confirm that the pump was not alarming for load set. The failure was due to a failed sensor. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump failed to alarm load set. The initial reporter also stated that this occurred during testing and no patient was involved. (B)(4).